Event description:
It was reported that upon tightening the screw into the cone body, the screw broke. The tightening was done according to protocol (B)(6).

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.